Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with unspecified mentor gel breast prostheses that both ruptured after implantation. During surgery, the physician found free flowing gel coming from both breast prostheses. In addition, the patient developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 350cc gel breast prosthesis in the left breast and a mentor memorygel breast implant 325cc gel breast prosthesis in the right breast on (B)(6) 2018. This medwatch report is for the left breast prosthesis.